Event description:
It was reported by the customer's caregiver that the customer had been hospitalized for low blood glucose levels. Customer was disconnected from insulin pump and was given manual insulin injections during hospitalization. Blood glucose level was 32 mg/dl at time of hospitalization. The caregiver stated that they removed the reservoir from the device and notices insulin leaking past both o-rings. During troubleshooting, the caregiver was asked to remove the infusion set from customer's body. Caregiver stated the cannula was bent in two places and a lump underneath the skin from where the infusion set had been inserted. Advised caregiver to change both the reservoir and infusion set. Next, the caregiver was asked to rewind and prime the device. Advised caregiver to monitor customer and contact if issue persists. Customer's blood glucose level was 83 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.